Event description:
A pt reported to gore that they underwent a hiatal hernia repair. The operative report indicated that gore dualmesh biomaterial was implanted for an incarcerated paraesophageal hernia with stomach, small bowel and colon. The pt reported having difficulty swallowing approximately two years post operative and reported that due to this issue, the device as removed approximately three years post implantation. The operative report indicated that, "there was a moderate-sized gore-tex patch, which had become displaced. It had eroded into the distal esophagus." The patch was removed and the gastroesophageal junction was repaired with a serosal patch. Additionally, a catheter was brought through the anterior abdominal wall and inserted via enterotomy into the proximal jejunum. The operative report noted that the pt tolerated the procedure well. Follow up communication with the pt revealed that the jejunostomy tube is still in place.